Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refer to manufacturer report 2029214-2021-00644 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the phenom 27 microcatheter was placed in the distal internal carotid artery (ica). The ped2-500-18 was prepared, and deployment from the distal ica was performed with the unsheathing technique. Initially, there was no opening distally, and the mid-section was opening fine. The stent was re-sheathed after a few minutes and attempted again with the same results. The device was removed with the catheter and when examined, it appeared the distal end of the device looked damaged. The catheter was repositioned and a ped2-500-20  was delivered. Again, the device did not open initially in the same place. The device was re-sheathed and taken higher into the m1 segment, but the stent was still slow to open. The stent was then drawn back into the ica and opened slightly further. The stent was positioned just distal to a choroidal, re-sheathed again with some manipulation. When re-centering the device, the stent eventually opened almost fully, with the middle section opening fine. The stent was deployed, and the phenom was taken back through to capture the delivery system and the device further apposed to the wall. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed good results: slow flow diversion witnessed post device placement, and the doctor was happy with the results. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica) with a max diameter of 7 mm and a 3-3.5 mm neck diameter. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered during the procedure, and the platelet reactivity units (pru) level was not reported. Ancillary devices include a fabuki 8f 80cm, cat 5 115cm, phenom 27 fg1515o-0615-1s lot ap20-011.